Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2012: the patient was pre-operatively diagnosed with pseudoarthrosis of l5-s1 instrumented fusion status post l4-l5, l5-s1 fu sion and underwent the following procedures: removal of indwelling loose spinal hardware, exploration of fusion, repair of pseudoarthrosis with re-instrumentation and fusion l4 through s1 left and l4 through s2 right, total discectomy l5-s1 with placement of inter body fusion cage and autograft, allograft/bmp, all done with intraoperative neural monitoring. No patient complications were reported. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.